Event description:
It was reported that during a da vinci s pyeloplasty surgical procedure, a broken cable was observed on the monopolar curved scissors instrument. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed a broken grip close cable at the distal idlers, allowing the pulley to spin freely. It was determined that cable wear on the pulleys, combined with high drive torques, most likely contributed to the cable breakage. Engineering also observed that one side of the distal end of the main tube has a 1.25 inch section with material removed. The damaged area is parallel to tube axis and has a rough surface finish. Based on the location and appearance, the damage was most likely caused by a cannula accessory. No other damage found. Add'l investigation is underway regarding the cannula accessories. A f/u MDR will be submitted in add'l info is rec'd.